Event description:
A 1.5mm x 15mm sprinter rx dilatation balloon catheter was used to pre-dilate a left circumflex lesion. The lesion morphology was reported to be moderate tortuosity with severe calcification and 90% stenosis. Upon the inflation at 10 atms; the physician was not satisfied and inflated to 11 atms, at 11 atms the balloon burst. The sprinter balloon catheter was removed successfully. No clinical sequelae were reported and the pt is reported to be stable. Medtronic has received the device and its analysis has been completed. There was a longitudinal tear to the balloon material in the distal balloon working length. The distal tip was damaged. Visual inspection confirmed that there was no damage to the inner shaft marker band and that there were no jagged edges along the burst point on the balloon. Based on the damage to the tip of the balloon and the presence of the lead in scratch it is most likely that the balloon material was damaged during use. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.